Event description:
The event is reported as: during an orthopedic spinal fusion procedure the forceps were being used to hold the tissue back and when handed back from the surgeon it was noted that the tip of the instrument was missing from one side. An x-ray was performed, but the tip was not located. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.